Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-oct-2025. Investigation summary: bd received 1 sample and 1 photo for investigation. The returned sample and the accompanying photo show a cap on the tube that is incompletely molded and has gaps in the plastic. Additionally, a total of 100 retained samples were visually inspected, and no defective caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect-short shot. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube had a shield molding defect (short shot). There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone # : (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube had a shield molding defect (short shot). There was no health impact or consequences reported.